Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the patient being unable to deflate device, he had his inflatable penile prosthesis (ipp) reservoir removed and replaced. It was further reported that the onset of the patient's symptoms were immediately after the original procedure. The device was left inflated for healing purposes but than it could not be deflated. The patient outcome following this surgery was positive.